Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse was unable to reproduce the customer reported issue. Due to the multiple recurrence of the issue, fse proactively replaced the e-100 generator. After replacement, the system was retested, operated without error and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported complaint of the energy not firing issue. Failure analysis of the returned part into the test system and a known good synchroseal instrument confirmed no functional issue. The synchroseal instrument was used with a saline dipped gauze in the jaws and was fired with the yellow pedal and sync activations. The instrument cut and sealed about 100 times and the e-100 operated as expected without any issue. A review of the site's complaint history shows additional complaints related to this product. The report submitted under (B)(6) represents the 1st occurrence of the issue on (B)(6) 2022 while the report submitted under (B)(6) (this report) documents the recurrence of the issue on (B)(6) 2022. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on (B)(6) 2022 matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer reported an issue with the e100 generator. The customer called a technical support engineer (tse). Upon verification, customer indicated that the issue with the e100 generator has been recurrent. The customer stated that an error message was displayed prompting the user to check energy source. They disconnected and reconnected the instrument and replaced for a new handpiece; however, the issue persisted. Following this, user connected the same vessel sealer instrument into the erbe and this resolved the issue. The customer completed the case and would like the field service engineer (fse) to look at the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after they switched the generator on, plugged the vessel sealer instrument, an error message was displayed prompting the user to check energy source. They disconnected and reconnected the instrument and replaced for a new handpiece; however, the issue persisted. Following this, user connected the same vessel sealer instrument into the erbe and this resolved the issue. The procedure was completed robotically with no patient injury. No patient demographic information was provided.